Event description:
The customer reported the ventilator power cord sparked when plugged in. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician confirmed the reported problem. The service technician replaced the power cord to complete the repair. Extended self testing (est) and electrical safety testing was completed and passed to operating specifications.

Manufacturer narrative:
Power cord.